Manufacturer narrative:
G5. PMA/510k: k113558, k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) several bottles flag positive for candida tropicalis however no detection of candida on gram stain or culture. The following information was provided by the initial reporter: customer reports several molecular fp. The bottles would flag as positive and a biofire test would be done. Biofire gave positive for candida tropicalis. No detection of candida on gram stain nor in plate culture.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442023. Batch no.: 3095916. Customer reported a molecular false positive result. Photos of bactec bottles were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) several bottles flag positive for candida tropicalis however no detection of candida on gram stain or culture. The following information was provided by the initial reporter: customer reports several molecular fp. The bottles would flag as positive and a biofire test would be done. Biofire gave positive for candida tropicalis. No detection of candida on gram stain nor in plate culture.